Event description:
It was reported that pump displayed malfunction code and fault ID but no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully reset it without recurrence of malfunction, was advised to continue using pump and to call back if issue returned, and acknowledged understanding of instructions.